Event description:
Information received by medtronic indicated the transmitter had not been holding a charge since the 25th. It was reported that sensors had been replaced once per day. No harm to the customer requiring medical intervention reported. The customer will discontinue use of the device. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.